Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the tubing guide roller on a 2008t hemodialysis (hd) machine¿s blood pump rotor came loose during a patient's treatment and damaged the tubing of the bloodlines resulting in a blood leak. The machine subsequently displayed an air detector alarm message and gave an audible alarm. The biomed reported that this was the current style rotor with plastic tips on the tubing guides. The machine had approximately 6,545 operating hours on it and the rotor was confirmed to be original to the machine. Upon follow-up with the biomed, it was reported that treatment was paused and the rotor was then replaced. The patient¿s treatment was restarted and successfully completed on the same machine with new supplies. The patient's estimated blood loss (ebl) was not provided. However, there was no reported serious injury or required medical intervention. The sample was available to be returned to the manufacturer for physical evaluation. No further details have been provided.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the tubing guide roller on a 2008t hemodialysis (hd) machine¿s blood pump rotor came loose during a patient's treatment and damaged the tubing of the bloodlines resulting in a blood leak. The machine subsequently displayed an air detector alarm message and gave an audible alarm. The biomed reported that this was the current style rotor with plastic tips on the tubing guides. The machine had approximately 6,545 operating hours on it and the rotor was confirmed to be original to the machine. Upon follow-up with the biomed, it was reported that treatment was paused and the rotor was then replaced. The patient¿s treatment was restarted and successfully completed on the same machine with new supplies. The patient's estimated blood loss (ebl) was not provided. However, there was no reported serious injury or required medical intervention. The sample was available to be returned to the manufacturer for physical evaluation. No further details have been provided.

Manufacturer narrative:
The blood pump rotor was returned for physical evaluation. The returned rotor had a loose and deformed sleeve (guide sheave) on one of the rear guide pins. The sleeve was able to be easily removed from the pin. The guide pin had signs of debris on it. The rotor was installed onto the blood pump module of a test machine. A 2-hour patient test was performed using water and a fresenius combi set bloodline. The pump rate was set to 450 ml/min. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. However, the faulty sleeve was dislodged from the guide pin and rubbed against the rotor housing causing a loud thumping noise. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the investigation results, the reported event has been confirmed.